Manufacturer narrative:
Unit passed displacement test. Unit received with partial display due to light moisture damage to the electrical board. Unit received missing display window cover, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, cracked case (battery tube), corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. The customer states plastic at the top of the screen has come away and the results have distorted the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.